Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain/burning sensation at their ipg site. It was also reported the patient's symptoms get worse after recharging their ipg. A replacement charging system was issued to the patient but was non-beneficial. As a result, the patient may undergo surgical intervention in the future.

Event description:
Further follow-up indicates the pain/burning at the ipg site resolved on its own over time.